Event description:
The device was used to pace a pt and the device would allegedly stop pacing by itself. The reported malfunction allegedly occurred several times during the reported event. Each time the alleged malfunction occurred, the device operator would restart pacing. There were no adverse effects to the pt as a result of the reported event. The pt's details were not reported to mpc.